Manufacturer narrative:
Date of report : 09sep2019, date rec¿d by MFR : 31aug2019 failure analysis on the returne.d data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 24jul2019. Date of report: 26aug2019. The philips bench service technician confirmed the reported failure of failing pressure accuracy. They identified that the flow sensor assembly and data acquisition printed circuit board assembly (da pcba) needed to be replaced to correct the reported issue. The philips bench service technician replaced the flow sensor assembly and the da pcba. Preventive maintenance was performed and the device was safety and functionally tested. All tests passed and the device was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported failed pressure accuracy. No patient/user harm reported. Event date not specified; estimate used.